Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call damage on the insulin pump. Customer¿s blood glucose level was 110 mg/dl. Troubleshooting for the damage on the device was performed. Customer advise the device was cracked near the battery compartment and the reservoir ring fell off which caused water to enter the device.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with pump error alarms after battery change and pump error alarm during self-test due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, stained serial number label, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.